Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump received with unresponsive down arrow button, due to unlocked connector at lcd board. Unable to confirm battery out limit alarms, due to button anomaly. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
Customer reported his insulin pump alarmed low battery. He replaced the battery with a used battery and the device alarmed battery out limit. Customer's blood glucose was unknown. Customer tried clearing the alarm, but the buttons are unresponsive. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.